Event description:
Product is luvena, lot 180501/exp 05/2020. Noticed after use that product had texture and color inconsistent with what was expected (given previous use of other lots and tubes of same lot). Product is normally slightly opaque, white to light blue tint, homogenous gel. This tube had thicker "chunks" with olive brown contaminant. I'm a (B)(6) (on vacation away from my (B)(6)), looks a lot like mold to me. I left a message with luvena ((B)(4)) on (B)(6) 2019 around 1130. I have received no call back or other contact. I have what remains of the original tube, tissues with the contaminants, and one unused tube of the same lot.